Event description:
It was reported by service report that the motion interrupt pan was hanging on the head left side of the bed, the power cord had a loose prong, and the scale had an incorrect weight reading. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: motion interrupt pan.